Event description:
On (B)(6), the patient experienced a break in aseptic technique further described as the transfer set got separated from the catheter on the catheter side. On (B)(6), the patient experienced pain, also described as stomach was tender. On tuesday the patient went to the clinic and the effluent was found to be abnormal. On that same day, the patient was diagnosed with peritonitis manifested by pain and abnormal effluent. The clinic had the patient try to use manual solutions with (unknown) antibiotic in them as a treatment for peritonitis, but when the pain continued, the patient was asked to go to the hospital. The patient was hospitalized for peritonitis. The patient is recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.